Manufacturer narrative:
Investigation of this event is in progress.

Event description:
The anesthetist reported, that the pt experienced a gas embolism followed by cardiac arrest during a procedure to remove a foreign body from the pt's eye. The foreign body occurred when, the pt was cutting a bush on the previous day, and caused severe trauma to the eye. The injury caused severe bleeding in the vitreous and a traumatic cataract. The pt had a general anesthesia. After over an hour of infusion/aspiration, the surgeon was not able to remove the foreign body. The surgery was rather complicated and difficult. A vitrectomy was performed and a bss-air exchange was decided. Air pressure was "normal", 30-35 mm hg, but the eye was rather soft due to the bleeding. About five to six minutes later, the adverse event occurred. The pt became "black", the p-co2 level drastically decreased, and cardiac arrest occurred. The surgeon performed cardiac massage on the operating table. The surgeon later said that, the diagnosis of gas embolism is probable, but not yet confirmed by the anesthetists at the hospital. The pt was sent to intensive care. The prognosis is bad. The surgeon stated that there was no dysfunction of the alcon system.